Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. The patient had not been using a flexi cap when they disconnected during therapy. The technical service representative reviewed proper procedure. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient had not been using a flexi cap when they disconnected during therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.